Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 forced the master tool manipulator (mtm) controlling it to twist, and at one point the instrument inside of the usm came out on its own. The procedure was reportedly being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The robotics coordinator (roco) informed fse that they were unable to specify which universal surgical manipulator (usm) was experiencing issues. This issue had reportedly occurred only twice with the same surgeon, who works with medical students and residents frequently switching usms. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The issue is likely due to mishandling or misuse. The fse's service visit did not reveal any issues related to the customer reported event.